Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23589. It was reported that the patient's leads had migrated causing ineffective stimulation. In turn, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced with one lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction of (date of explant).